Event description:
It was reported that the pacing cable's header would not connect to the external pulse generator. Upon inspection it was noted that one pin appeared to be missing and a second pin appeared to be bent. The cable was changed out and returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment, the positive pin in the plug was bent and therefore it could not be inserted into the connector. It was noted that the cable was over two years old and at end of life. One pin was not missing, there was a dimple in the plug molding. The cable tested ok on its continuity tests. (B)(4)